Event description:
Customer reported she was attempting to record her blood glucose in the insulin pump and noticed it had a dot in the middle of the screen. Customer's blood glucose was 185 mg/dl. The device was not damaged. The battery cap, battery compartment, or springs were not damage, missing, nor corroded. Battery being used was ray vac. Customer was advised of prober battery to use. Customer stated she was going to buy batteries and call back if issues persisted. Customer stated it was getting hard to get the battery cap off. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.